Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm lagging/lockup of touch screen issue. Logs contained only error code # 63. To fix the issue, the fse replaced the video generator board as per the service manual, and operated touchscreen under varying conditions extended period with no screen lockup or lag. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a clinical training the display of the cardisoave intra-aortic balloon pump (iabp) was on but the keypad was not responsive. There was no patient involvement, and there was no adverse event reported.